Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 53 mg/dl. Reportedly, the customer was off of pump therapy for a while and went back on pump therapy the night prior. The customer reported that their body was still adjusting to pump therapy and the customer felt that the body was absorbing insulin better on pump therapy. Bg was addressed with juice and crackers.